Manufacturer narrative:
Additional information (31-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. The instrument data indicated improper sample aspiration and poor sample quality for sample ID (B)(6). Quality control (qc) results were within the customer's expected ranges. Repeat of the same sample yielded the expected result. A siemens customer service engineer was dispatched to the customer's site and performed maintenance procedures on the dimension exl with lm system. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00287 was filed on 28-oct-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed total bilirubin (tbi) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed total bilirubin (tbi) patient sample result was obtained on a dimension exl with lm system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension exl with lm system. A higher tbi result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total bilirubin (tbi) result.